Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as anterior angulated aortic neck and moderate calcification. It was reported upon final angiogram there was a proximal type I endoleak (MFR report # 2953200-2009-00096) the physician elected to place an aortic cuff, however, the endoleak did not resolve (MFR report # 2953200-2009-00097) the physician placed a palmaz stent and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other, secondary intervention - evaluation results: (endoleak). (Anterior angulated aortic neck and moderate calcification).